Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: review of the black box data verified record of call service 078-0008 motor error alarm. The pump was powered on and the alleged call service 079 alarm was duplicated during investigation. Moisture corrosion was found in the motor flex connector and the surrounding printed circuit board components inside the pump. Unrelated to the original complaint, the ok keypad button was found to be hypersensitive when pressed due to a cracked button contact.